Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported left side pain and capsular contracture baker grade unknown diagnosed by ultrasound. Device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade iii (hardened and painful) diagnosed by ultrasound. The device remains implanted.

Manufacturer narrative:
Clarification b3: partial date of onset noted as april 2024. Additional, changed, and/or corrected data: a4, a6, b3, b5, d4, d6(a), g2, h4.

Manufacturer narrative:
Clarification to d4 device information: device information was provided as the following, but the sides were not provided. The first one was taken to be the left side device information and is captured in this record, until it is confirmed. N-tsx615 ¿ natrelle inspira tsx ¿ (B)(6). N-tsx615 ¿ natrelle inspira tsx ¿ (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side pain and capsular contracture baker grade unknown diagnosed by ultrasound. Device remains implanted.